Event description:
It was reported that the bd solomed¿ syringe was found cracked before use. The following information was provided by the initial reporter, translated from portuguese to english: "we received market complaints in which customers report that the syringe was cracked."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR on potential lot#'s 8289993, 9094524, 9029537, and 9015719. Quality notifications and maintenance records where record potentially related to failure was found. However, without confirmation of the batch involved in the complaint, it is not possible to associate the claimed occurrence. The image provided was evaluated and it was possible to observe barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was conducted. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test - make top disc guide after leak test - design new bottom disc with accepted angle for cylinder entry make lower disc with accepted angle for cylinder entry the actions defined in CAPA were completed in april / 2020 and are currently in effectiveness check.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd solomed¿ syringe was found cracked before use. The following information was provided by the initial reporter, translated from portuguese to english: "we received market complaints in which customers report that the syringe was cracked."